Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Event description:
The user facility reported that a water hose to the system 1e processor had disconnected, causing water to accumulate in the room where it was located and the adjacent hallway. No injuries were reported.

Manufacturer narrative:
The steris service technician inspected the unit and found the hose from the uv light to the system 1e processor had disconnected from the brass fitting on the uv light. The hose was replaced and the unit was tested and returned to service; no further issues have been reported. Steris attributes the cause of the reported event to a mistake made during prior servicing of the uv light assembly by a steris service technician. Steris service management is evaluating the installation instructions and associated training for the uv light assembly and will re-train the technician in the proper installation procedure.